Manufacturer narrative:
The reported failure condition (tip breakage) could not be confirmed since the unit was not received for inspection. Most probable root cause(s) for the reported failure mode can be associated, but not limited to: material brittleness, excessive force applied by user, inadequate size selected for the application and inadequate window profile. The product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the shaver was bent and when it was removed from the patient the tip was broken off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the shaver was bent and when it was removed from the patient the tip was broken off.